Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer initially reported to olympus, during a stone retrieval procedure, the basket wires broke inside the patient. Upon further clarification, it was determined the basket wire did not break but the weld of the operating pipe broke. During stone crushing, the operating pipe weld ruptured and the basket could not be pulled back. The basket wire was once left in the bile duct and only the sheath was removed. Grasping forceps was inserted and the basket wire was retrieved. No injury to patient reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the evaluation, legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: d4, h4, h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The olympus service center evaluated the device and identified the following: the basket wire was withdrawn from the coil sheath completely. Although the basket was deformed, the four wires of basket were not cut. The operation pipe was broken at welded portion area between the operating portion and operating pipe. The condition of the welded portion between the operating wire and the operating pipe presented no abnormalities. Some voids were observed in the welded portion. However, the condition of the welded portion of the subject device was equivalent to those confirmed there were no problems in the previous test. Therefore, it was determined that the welded portion of the subject device did not have any problems. Slips of the coil sheath were observed at the distal side of the coil sheath. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to usage and not following instructions. The instruction manual contains a warning to the user regarding this event. (Drawing number:gk5911, revision number : 21) ·do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. ·use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. ·a lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place. ·this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. ·during lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body. ·do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body. Olympus will continue to monitor field performance for this device.